Event description:
Acct. Reports stopcock is "faulty", no further info available at this time. Further info: acct. Reports stopcock "leaks out of port that is not connected to the IV tubing. No pt injury reported, set was changed which is considered a nursing intervention.